Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and failed battery test. The blood glucose at the time of the incident was unknown. The customer states it was the first occurrence of the no delivery alarm. The customer was advised to do a complete set change and call again if the alarm reoccurred. The customer then states they had a failed battery test alarm three day prior to this event. However there was no troubleshooting performed. The device will not be returned for analysis.